Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager continued to fail after it was closed. The customer reported that each time the fridge was opened, it latched properly when closed; however, the system still recorded a failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had kept failing after it was closed. The field service engineer (fse) cleaned and greased all contacts on the latch and verified proper access. The system functioned after the field service engineer repaired the device.